Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during angioplasty of the left lower extremity, the tip of a flexor ansel guiding sheath elongated/stretched. Access was obtained in the right common femoral artery for treatment of the left common femoral artery. Two unknown manufacturer's wire guides, two other manufacturer's balloons, and another manufacturer's atherectomy device were used through the sheath during the procedure. Heparin and nitroglycerin were given during the procedure. The superficial femoral artery was reportedly very heavily calcified and the iliac artery was tortuous. After using the atherectomy device, the user reported resistance while moving devices through the sheath, which was in place for a total of twenty-five minutes. The dilator was not reinserted into the device when resistance was encountered. After atherectomy, another manufacturer's 6 x 150mm balloon was advanced through the sheath, with resistance reported. The user exchanged the 0.014 inch wire guide to a 0.018 inch wire due to resistance, and another manufacturer's 5 x 40mm balloon was then advanced and inflated, at which time the balloon ruptured. Resistance was reported as the user attempted to remove the other manufacturer's ruptured balloon through the complaint device. The balloon then separated and was unable to be retrieved. The separated portion of the other manufacturer's balloon was stented in place inside the iliac artery, using an unknown covered stent. The procedure was completed successfully and the patient was reportedly stable. The user initially reported a deformity of the sheath. A photo provided by the user shows that the distal end of the sheath appears to be elongated/stretched. A section of the cook device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, and dimensional verifications were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation with biomatter present. From the photo that was sent by the customer, the tip appeared to be elongated; however, physical examination of the returned device showed that at the distal tip of the sheath was flattened and slightly wrinkled/accordion, causing the coils to be visible. The endhole was out of round and jagged. The distal marker band was present. The sheath length was measured and found to be within manufacturing specification. The dilator length was within manufacturing specification. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The information provided upon review of complaint file, device history record, complaint history, device master record, and design verification and validation testing provide objective evidence to support that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a definitive conclusion could not be determined; however, potential causes for this incident are most likely to be traced to patient anatomy, user technique, concomitant device compatibility/failure, and the procedure. As reported, an atherectomy device was used through the device as well as other manufacturer¿s wire guides and balloons. It is unknown if the devices were compatible with the cook sheath or if the atherectomy device was activated within the cook sheath. The IFU cautions that all ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ it was reported, however, that resistance was encountered while moving devices through the sheath after the atherectomy device was used. This could suggest that the atherectomy device damaged the sheath. Despite meeting resistance, the user continued to advance and manipulate devices through the sheath. The other manufacturer¿s balloon ruptured before the user attempted to remove it through the sheath and resistance was encountered as the user attempted to remove the balloon. The integrity of the balloon material was already compromised prior to attempted removal. Additionally, the patient¿s anatomy was also reportedly heavily calcified and tortuous. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant products= cordis 6.0 x 150 mm balloon; cordis 5.0 x 40 balloon, unknown 0.014 and 0.018 inch wire guides, csi 1.25 solid atherectomy device. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during angioplasty of the left lower extremity, the tip of a flexor ansel guiding sheath elongated/stretched. Access was obtained in the right common femoral artery for treatment of the left common femoral artery. Two unknown manufacturer's wire guides, two other manufacturer's balloons, and another manufacturer's atherectomy device were used through the sheath during the procedure. Heparin and nitroglycerin were given during the procedure. The superficial femoral artery was reportedly very heavily calcified and the iliac artery was tortuous. After using the atherectomy device, the user reported resistance while moving devices through the sheath, which was in place for a total of twenty-five minutes. The dilator was not reinserted into the device when resistance was encountered. After atherectomy, another manufacturer's 6 x 150mm balloon was advanced through the sheath, with resistance reported. The user exchanged the 0.014 inch wire guide to a 0.018 inch wire due to resistance, and another manufacturer's 5 x 40mm balloon was then advanced and inflated, at which time the balloon ruptured. Resistance was reported as the user attempted to remove the other manufacturer's ruptured balloon through the complaint device. The balloon then separated and was unable to be retrieved. The separated portion of the other manufacturer's balloon was stented in place inside the iliac artery, using an unknown covered stent. The procedure was completed successfully and the patient was reportedly stable. The user initially reported a deformity of the sheath. A photo provided by the user shows that the distal end of the sheath appears to be elongated/stretched. A section of the cook device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.